Event description:
The customer called regarding an error alarm. It was reported that the customer was hospitalized for low blood sugar levels the night before. The customer stated that the pump bolused on its own causing their lbgs. The bolus history does not show the bolus that occurred on it own. At that time, the customer wanted a replacement sent out. The customer was instructed to revert back to manual injections per md protocol.